Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had cuff inflation and deflation issue. It was reported that there was a hole in the endotracheal tube cuff. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had cuff inflation and deflation issue. It was reported that there was a hole in the endotracheal tube cuff. It was reported that the device was not used on patient.